Event description:
It was reported that patient had bleeding at site which led to hyperglycemia (B)(6) 2026 and was treated with insulin pen.

Manufacturer narrative:
E1: patient country: saudi arabia. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.